Manufacturer narrative:
This information is based entirely on journal literature. This report represents case #1 reflected in the article. Referenced article: successful extraction of right ventricular lead remnants using the flexcath® steerable sheath. J. Intervent. Card. Electrophysiol. 2016;45(1):107-110. This lead was also previously reported in a timely manner in the manufacturer's report 2182208-2013-02977 and submitted on 2013-10-09 and submitted again in a timely manner in 2182208-2014-03513 on 2014-12-09. Concomitant product: 6935 implantable tachy lead. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this patient¿s implanted implantable cardioverter defibrillator (ICD) system. The article indicated that the patient¿s right ventricular (rv) lead showed ¿elevated lead impedance¿ and was capped and a new right ventricular (rv) lead was implanted. One year later, there was noise seen on the newer lead as well as low impedance. The patient was referred for a total lead extraction for both leads. During the procedure to remove both leads, pieces of the rv lead going into the right atria (ra). Many tools and attempts were done to retrieve the lead pieces, and subsequently a sheath was used; however, the lead was too ¿bulky¿ to go through the sheath, therefore, a ¿venous cut down¿ was done to completely remove the lead. There was no effusion or tricuspid valve injury seen. The new system was implanted and the patient was discharged three days post-operatively. Additional information was received through follow up with the author/physician who indicated that the first lead had "increased impedance for possible lead fracture." The second lead (the replacement lead) was "very close" to the previous lead and "may have [caused] the noise and short circuit." The noise was found during routine device follow up visit. No additional procedures were completed other than what was referenced in the article. "The patient was discharged soon after." No further information was provided. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.